Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested and the alarm log was reviewed. The battery low alarm occurred during a battery test. The cause of the battery low alarm was not determined. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump presented a battery low alarm. No additional information is available.